Manufacturer narrative:
(B)(4). D10 - medical product: unknown femoral component catalog # unknown lot # unknown; unk tibia catalog # unknown lot # unknown. G2: australia. H3: customer has indicated that the product will not be returned because requested but not returned by hospital. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent a revision procedure post implantation due to pain, swelling, inflammation and knee aspiration consistent for infection. Femur and tibia remained implanted. No more information is available.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h1, h2, h3, h6, h11 reported event was confirmed by review of medical records provided. Device was not returned. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. Medical records review of revision surgical notes presented with loss of strength, pain, stiffness, swelling and warmth to right knee, crp 100, aspirate results are wcc 9000, no crystals, impression consistent with pji, dair for infection. Attempts have been made to gather all product identification information and no further information has been provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.